Event description:
Event description cpi received information that this atrial bipolar is-1 lead (4271) was removed from service because the lead had dislodged a few days after implant. Was replaced with a positive fix lead (4269).